Event description:
"The urolume was implanted at the penoscrotal junction... Half the stent was out on the pendulous portion of the penis. The guy, not surprisingly, had pain. The stent is removed; he now has a totally obliterated segment of his urethra." The stent was implanted in a manner outside the labeling indications for use.